Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused; further described as infused about 80%. This was observed during patient infusion. The device was connected at the patient's home via a PICC (peripherally inserted central catheter) line and was flushed prior to connection. The device had been filled with flucloxacillin 8000mg in 240 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: october 14, 2021 - october 15, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.